Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to clogging of the nozzle, water removal ability did not meet the standard value. The grip was scratched, the instrument channel tube port was worn, due to wear of the angle wire, bending the angle in the up direction did not meet the standard value. The forceps channel port was dented, the probe was scratched and damaged. Due to deformation of the electrical connector, the endoscope cable could not be connected securely. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the gastrovideoscope experienced noisy image. The issue occurred during reprocessing. There was no delay. The procedure was completed with the same device. There were no reports of patient harm.